Event description:
The customer reported that while running an hcv assay, summit sample handler, did not pipette in several wells of column d and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced tip clamps, tip clamp sleeves and compression springs in positions #5, #9 and #12. No death or serious injury was associated with this event.